Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a colostomy takedown procedure, the tip of the enseal broke off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.